Event description:
The patient experienced a shocking or jolting sensation when his daughter was "playing with the radio and the cruise control". The patient pulled over and turned the device down to 0.00 volts. He also received a shock that went down his right leg and buttock in the middle of the night when he rolled over. It was noted that the patient experienced a fall about a week ago where his leg "just gave out" and fell on the side of his body where the device was implanted. He also experienced a "sharp, jabbing" pain in the device pocket when the device was on. Subsequently the patient reported that there was swelling at the pocket site and was seen in the local emergency room where they were unable to help to the unfamiliarity with the device. The patient was at home in good condition. Further information was requested.

Manufacturer narrative:
(B)(4).